Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from the middle port during compounding in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon follow up with the customer, this issue was clarified to have occurred with (3) exactamix 1000 ml eva tpn bags. Three (3) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bags with water. During functional testing, a leak was observed from the spike port cap of all three received samples. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.